Manufacturer narrative:
Product ID 8591-38, lot# d20367, serial#, implanted: 2012 (B)(6), explanted: product type accessory; product ID 3778-60, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead; product ID 3778-60, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead; product ID 37744, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient; product ID 355531, lot# n323800, serial#, implanted: 2012 (B)(6), explanted: product type screening device; product ID 3550-39, lot# n322350, serial#, implanted: 2012 (B)(6), explanted: product type accessory. (B)(4).

Event description:
It was reported the patient had erythema at the implantable neurostimulator (ins) incision site. It was noted the event was related to the implant procedure. The patient was given 300 mg clindamycin four times a day. Approximately a month after diagnosis it was reported that the wound had healed well. The patient recovered without sequelae.